Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 with a blood glucose level of 700 mg/dl. Customer was sick at school and could not hold anything down. Customer went to the hospital because her blood glucose level would not come down with the pump. Customer was treated with saline IV and an insulin drip with 5-7 units every hour or every two hours. Customer head diabetic ketoacidosis. Customer stayed overnight in the intensive care unit. Customer was wearing the pump at the time of the visit. Customer removed the infusion set at the hospital. Customer treated overnight. Customer was normal the next day and stated that she wasn't absorbing insulin as expected. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.